Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that when the customer opened the kit the inflation port was detached. The device could not be used on a patient.

Manufacturer narrative:
Additional information indicates that a review of the lot records for the reported product revealed no exceptional records. The retention samples were also examined and the appearance of the balloon/inflation port, catheter body, and valve function were normal with no broken tube or separation at the joint noted. A destructive tensile strength test in the reverse direction of six units across the associated lot was conducted for adhesion of the tube and 4-pc cannula set. (Two retain samples and four returned samples for the ports which were intact.) The samples were tested one at a time with the tube on the up jig and the 4-pc cannula set on the down jig and pulled apart at 300 mm/minute until they separated and the results recorded. The tensile force for each was over 1.51 kg (minimum requirement is 1.02 kg) with the retain units from the associated lot having from 1.52 kg to 1.91 kg tensile force measured on the ports. The returned samples intact ports were measured from 1.62 kg to 2.46 kg of tensile force. A review of the returned unit showed the break point of the irrigation port tube had occurred at the adhesive point of the main tube. Visually, this looked similar to a tube fractured under the tensile strength test, indicating it may have undergone external force which caused the failure. The root cause of the disconnected irrigation port could not be determined. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (other than the reported detached inflation port) were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional review of the file revealed an incorrect brand name was submitted on the original report. The brand name has been updated accordingly. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.